Event description:
It was reported that an event occurred between (B)(6) 2021 (between 1800-0800) on an alaris syringe module. The medication infusing was fentanyl and the continuous infusion was found to be running at 1.5 mcg/kg/hr instead of 1 mcg/kg/hr. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that an event occurred between 12/7/2021- 12/8/2021 (between 1800-0800) on an alaris syringe module. The medication infusing was fentanyl and the continuous infusion was found to be running at 1.5 mcg/kg/hr instead of 1 mcg/kg/hr. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
Additional information: imdrf annex a, g and b codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.